Manufacturer narrative:
Corrected data: h.9, h.11 h.9: (B)(4). H.11: this is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a male patient treated with coolsculpting to the bilateral lower abdomen on (B)(6) 2017 and (B)(6) 2018 using the coolcore applicator and to the bilateral flanks on the same dates using the coolcurve+ applicator who developed paradoxical hyperplasia (pah/ph) 4-6 weeks after the second treatment and was diagnosed on (B)(6) 2018.

Event description:
Allergan aesthetics received a report of a male patient treated with coolsculpting to the bilateral lower abdomen on (B)(6) 2017 and (B)(6) 2018 using the coolcore applicator and to the bilateral flanks on the same dates using the coolcurve+ applicator who developed paradoxical hyperplasia (pah/ph) 4-6 weeks after the second treatment and was diagnosed on (B)(6) 2018.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a male patient treated with coolsculpting to the bilateral lower abdomen on (B)(6) 2017 and (B)(6) 2018 using the coolcore applicator and to the bilateral flanks on the same dates using the coolcurve+ applicator who developed paradoxical hyperplasia (pah/ph) 4-6 weeks after the second treatment and was diagnosed on (B)(6) 2018.